Event description:
It was reported that during a gastric bypass procedure, on the 3rd and 4th firing the stapler was fired across stomach tissue. The device would staple but only cut 1/4 of the staple line. Upon observation, the staple line did not look good. Some of the staples were not formed properly. They looked loose on the tissue and did not look secure. The surgeon over sewed the staple line. Checked for leaks but there were no air leaks. They opened a third device to complete the procedure. No patient impact reported. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.